Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone18.3, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s mother contacted the emergency room (ER) due to concerns about her daughter¿s elevated blood glucose level, which had increased to approximately 328 mg/dl after approximately 4-24 hours of pod wear on the arm. The mother further stated that the patient presented with large ketones. The ER clinician reportedly indicated that symptoms were consistent with diabetic ketoacidosis and advised the mother to change the pod. The patient had recently administered a bolus, and the clinician recommended waiting for the insulin to take effect. A follow-up call later confirmed the patient¿s glucose level had returned to range. No in-person hospital visit occurred; medical advice was provided by telephone. No alarm or error messaged were reported.